Manufacturer narrative:
Continuation of concomitant medical products: product ID a810. Lot# unkown. Serial# unknown. Software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. The conclusion code (B)(4) pertains to the pump. The conclusion code (B)(4) pertains to the programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient¿s pump had gone empty about 1.5 years ago (approximately (B)(6) 2019), because the patient had moved and was not able to find an hcp to refill and manage their pump. Regarding the date of the event, the specific year is known only. The company representative was calling in to confirm empty pump considerations (not priming pump when refilling). Additional information was later received from a hcp via a company representative on 2020-sep-18. The patient had found a new managing hcp to refill her pump however the managing hcp had done the refill without a company representative present, and had programmed a priming bolus when a priming bolus was not needed. The patient then had overdose symptoms and had to be taken to the emergency room (ER). Troubleshooting was unable to be performed because this event has already been resolved. The patient was doing fine now. No further patient complications have been reported as a result of this event.